Manufacturer narrative:
E.1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports that in about 1/3 of every box, there are catheters that have the coudé fin not aligned with the coudé tip. He says this issue has been ongoing that he stopped counting. No photo available. This emdr covers the unknown number of catheters with unknown lot numbers of the same catheter.